Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of two submissions from the same event. The other is (B)(4). No device malfunction can be identified. At this time, it cannot be determined how the device may have caused or contributed to the incident. An evaluation of the device cannot be performed as the device was discarded by the facility. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was originally reported that the ar-12500sr grasper was bent during a rotator cuff revision. The rep in the case stated that the surgeon removed the sutures. Follow up investigation: it was further reported that the patient was experiencing recurrent pain and diminished range of motion. The patient underwent a second surgery to remove remnant sutures from biocomposite swivelock suture anchor ((B)(4)) and biocomposite swivelock suture anchor ((B)(4)) from a previous surgery due to poor quality of cuff tissue tearing through the fiberwire. The date of the original surgery is unknown. During the revision surgery an ar-1927bcf lot #: 10019083 and an ar-1670ps lot #: 10129465 were implanted.